Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of powerglide midline catheter placement complications was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 8cm powerglide pro midline catheter assembly. The sample was received assembled. Blood residue was abundant throughout the sample. The catheter wall was pierced by the needle approximately midway along its length. The guidewire advancer was fully withdrawn and the guidewire was not mobile within the needle shaft. Blood residue was abundant within the device housing and appeared to be adhered to the wire shaft. Microscopic inspection of the needle bevel revealed mechanical damage along the proximal edge. Following disassembly of the device, removal of the guidewire revealed it to be broken within the core/coil region. Microscopic inspection of the distal end of the core wire revealed a partially granular fracture surface. A region of increased luster was observed along one edge. The wire exhibited curved shape memory in the vicinity of the break. The guidewire break characteristics and needle bevel damage indicated that the guidewire was sheared against the needle bevel. The blood residue indicated that this occurred during attempted device removal. The perforated catheter appeared to be caused by withdrawing the catheter onto the needle. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle.¿ a lot history review (lhr) of rebw1733 showed no other similar product complaint(s) from this lot number. Mw5077678; (B)(4).

Event description:
It was reported that there was a "wire concern" with this powerglide. Additional information requested. On 6/21/2018- additional information received from medwatch report stated, "attempted insertion of powerglide pro midline IV catheter into right upper extremity, cephalic vein. Unsuccessful attempt. Upon removal of device observed wire sticking out of skin. Wire removed and x-rays taken. No foreign body visible per radiologist. Patient had no complaint of pain to right arm with or without palpation." On (B)(6) 2018 - returned wire is broken with a missing tip and the catheter is perforated. On (B)(6) 2018 - complainant facility confirmed x-rays were taken and negative for foreign bodies within the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of powerglide midline catheter placement complications was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 8cm powerglide pro midline catheter assembly. The sample was received assembled. Blood residue was abundant throughout the sample. The catheter wall was pierced by the needle approximately midway along its length. The guidewire advancer was fully withdrawn and the guidewire was not mobile within the needle shaft. Blood residue was abundant within the device housing and appeared to be adhered to the wire shaft. Microscopic inspection of the needle bevel revealed mechanical damage along the proximal edge. Following disassembly of the device, removal of the guidewire revealed it to be broken within the core/coil region. Microscopic inspection of the distal end of the core wire revealed a partially granular fracture surface. A region of increased luster was observed along one edge. The wire exhibited curved shape memory in the vicinity of the break. The guidewire break characteristics and needle bevel damage indicated that the guidewire was sheared against the needle bevel. The blood residue indicated that this occurred during attempted device removal. The perforated catheter appeared to be caused by withdrawing the catheter onto the needle. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle.¿ a lot history review (lhr) of rebw1733 showed no other similar product complaint(s) from this lot number. Mw5077678.

Event description:
It was reported that there was a "wire concern" with this powerglide. Additional information requested. 6/21/2018- additional information received from medwatch report stated, "attempted insertion of powerglide pro midline IV catheter into right upper extremity, cephalic vein. Unsuccessful attempt. Upon removal of device observed wire sticking out of skin. Wire removed and x-rays taken. No foreign body visible per radiologist. Patient had no complaint of pain to right arm with or without palpation. " 07/25/2018 - returned wire is broken with a missing tip and the catheter is perforated. 8/6/2018 - complainant facility confirmed x-rays were taken and negative for foreign bodies within the patient.